Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 29apr2010. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture and malposition are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV, malposition, and rupture.

Event description:
Healthcare professional reported "malposition", "calcification" and "capsular contracture". Later healthcare professional reported "capsular contracture baker grade IV" and "implant rupture". This record is for the right side. Device was explanted.